Manufacturer narrative:
The referenced previous driveline infection was reported under medwatch MFR report #2916596-2015-00411. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device is 1 year and 1 month. The event occurred at the (B)(6) hospital. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was diagnosed with a bacterial driveline infection on (B)(6) 2014. During two separate readmissions on (B)(6) 2015, the patient was treated with unspecified intravenous antibiotic therapy. The patient was again admitted on (B)(6) 2015 for a sustained bacterial driveline infection. Unspecified antibiotic therapy was administered and the patient underwent surgical debridement in the driveline site exit area. The cause of the driveline infection was reported as device related and complexities of medical management. The patient remains ongoing on lvad support. No further information was received.